Event description:
A generator was explanted due to reported low battery and returned for product analysis. During the analysis, the final data was downloaded from the generator and reviewed, and the downloaded data showed evidence of high impedance; however, as the date of generator explant was unknown, it could not be confirmed whether the high impedance was observed prior to explant or if it was evidence of expected post-explant high impedance related to the disconnection of the lead from the generator. The generator performed according to functional specifications and there were no adverse conditions identified with the performance of the generator. No additional relevant information has been received to date.